Event description:
It was reported that the patient lacked basic understanding of the therapy and patient programmer use. The patient mentioned he hasn¿t gotten the antenna to line up over his implant on the right side and had this issue the other day getting it lined up also. The patient was not able to adjust stimulation. Recommended repositioning patient programmer or antenna over ins (stimulator) multiple times. He reports not being able to make adjustment with antenna attached. It was clarified if the patient thought there was an issue with the programmer or how he was positioning it and the patient states he thinks it was the positioning. The symptoms reported had sudden onset. There was no known accident or incident related to this complaint. He had a question about adjusting the amplitude on the neurostimulator. He was told to increase it until he gets electrical impulses. When he first starts out or if it hasn¿t been working for a while, to increase the setting. The patient increased it until he gets the electronic impulses and then states after a while it will become intermittent and wanted to know if it was supposed to be constant. The patient was increasing it based on sensation. He has more than one symptom during the day and night. The patient was asked if current setting was controlling the same as the patient had during the trial. He guesses he never got the comparison of were his symptoms the same as during the trial. He can¿t recall the exact relationship with the trial and the symptoms to compare. The patient states sometimes when he sits down it feels like the impulse isn¿t the same anymore. The patient states ¿several settings he has been doing that¿ and probably unnecessarily. The stimulation was not hurting the patient. He was getting urgency symptoms before he was ready for it and states it has been ongoing but probably more so this past weekend. It came on suddenly with the onset on friday and after returning home from activities. He didn¿t make it to the restroom and states again today it happened where he was able to make it but had the urgency to go. He wasn¿t sure if it was a loss of symptoms. He has a follow-up appointment on 12/05/2014. It was scheduled after the surgery to go over things. He was on program 2 at 7.1 volts with lightning bolt. Reviewed option for the patient once his wife comes home to try using the programmer with the antenna and if it was still hard to connect, the patient should call back regarding programmer replacement. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0ku57, implanted: (B)(6) 2014, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).